Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the right side.